Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated the insulin pump goes off without warning and stated he has not received any battery alerts. Customer does have battery out limit in history. Customer stated the insulin pump alarmed during normal use. Customer reported they were able to clear the alarm. Customer stated they did not receive a request to rewind insulin pump. The pump will not be returned for analysis.